Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there were low pump flows with runs of ventricular tachycardia. Amiodarone bolus and drip was given as well as one unit of packed red blood cells. Support continued. Additionally, the patient developed bloody bowel movements with small bowel ischemia. Bivalrudin was discontinued and blood products were given. Furthermore, a computed tomography was performed revealing right parietal hemorrhage, extending to posterior right temporal lobe with adjacent small areas of acute infract with hemorrhagic conversion. Anticoagulation was withheld and support continued. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of vf/vt/af/at, low pump flow, vascular damage - peripheral vessel, and stroke/cva has been completed. No damages or thrombus was noted with the returned product. Vt/vf: the patient had runs of vt. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Stroke/cva: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details. Vascular damage - peripheral vessels: it was stated that the patient had small bowel ischemia. Due to a lack of clinical details, the root cause of the vascular damage - peripheral vessels cannot be determined. Low pump flow: data logs show slight variations in placement signal and motor current with responding flows. Suction alarms are seen throughout and flows are on within specification but on the lower end. The returned product did not have any thrombus or kinks in the cannula. Low pump flow was unable to be reproduced. Based on the clinical details and returned product analysis, the root cause of the low pump flow is most likely due to the patients condition.